Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the chisel blade broke off in its edge during a surgical procedure. This item was being used for the first time. The instrument broke during reaming procedure. There was no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot r74965 is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the complained chisel blade has a very small piece on the right hand corner snapped off. It is assumed that the blade came in contact with a metallic tool or surface, it may have fallen or too much applied force caused this type of breakage. Manufacturing and inspection records indicated no problems with the lot in question which was manufactured in july 2009. Also a full review of our complaint history was conducted and no other complaints were found for this article and lot number for this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.